Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated na, k and cl results is unknown. The customer contacted the siemens customer care center. (B)(6) center evaluated the instrument data and the cause is unknown. The complaint involved a single patient sample and no instrument issues were identified. The customer is using a stat spin for 5 minutes at 5160 rpm. Stat spins are not recommended by tube vendor. . The dimension quiklyte® integrated multisensor instructions for use states: follow the instructions provided with your specimen collection device for collection, tube handling, spin times and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated sodium (na) potassium (k) and chloride (cl) results were obtained on a patient sample on the imt module of the dimension exl 200 instrument. The results were reported to the physician who questioned the results. The same sample and a redraw sample were tested and lower results were obtained. Corrected results on the redraw sample were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated results.